Manufacturer narrative:
Post procedural device photos were provided by the complaint site and reviewed. The inflation balloon was observed to have burst radially and longitudinally and had completely separated. The devices were not returned to edwards lifesciences for evaluation. Therefore, no visual, functional, or dimensional testing was able to be performed. DHR review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The complaints were confirmed based on provided imagery by complaint site. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing nonconformances were able to be identified. However, based on a review of the DHR there is no evidence to confirm that a manufacturing nonconformance contributed to the complaint. Per the instructions for use (IFU), balloon rupture is a potential risk of the tmvr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. As such, available information suggests patient factors (calcification, preexisting valve) contributed to the balloon burst and procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and balloon separation. The complaints for balloon burst, difficulty or inability to withdraw system through sheath, and system components separate during use (balloon) were confirmed. Available information suggests patient factors (calcification, preexisting valve) contributed to the balloon burst and procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and balloon separation. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in italy, during implant of a 29mm sapien 3 valve within a stenotic surgical valve in the mitral position using transapical approach, the balloon burst at the end of deployment. Tee showed the valve was fully expanded with no paravalvular or central leak. The delivery system was able to be removed through the sheath using surgical forceps. The balloon was pulled into the sheath with the forceps resulting in the balloon being torn into two pieces. All balloon pieces were successfully removed. At the time of the report the patient was discharge in good condition. There was no consequence to the patient. The balloon rapture did not compromise the implant and outcome. Nominal inflation volume was used during valve deployment.